Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and spontaneous disconnection. The following information was provided by the initial reporter: disconnected line. When IV pabrinex was being set up for the patient, the connection on the top/first bung on the line become disconnected causing the contents of the IV bag to leak.

Manufacturer narrative:
A 2420-0007 sample was not available for investigation of this feedback; however the customer provided a photograph of the affected sample, analysis of the photograph confirmed the customer's experience with the tubing identified to have separated from the upper smartsite y-site. Additionally the customer provided a photograph of two empty packages, one from lot 20023011 and one from lot 20035116. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20023011 and 20035116 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. However the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20023011, medical device expiration date: 02/21/2023, device manufacture date: 02/20/2020. Medical device lot #: 20035116, medical device expiration date: 03/01/2023, device manufacture date: 03/01/2020.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and spontaneous disconnection. The following information was provided by the initial reporter: disconnected line. When IV pabrinex was being set up for the patient, the connection on the top/first bung on the line become disconnected causing the contents of the IV bag to leak.